Event description:
It was reported that this right ventricular (rv) lead exhibited jumpy impedances that remains within range. (B)(6) technical services (ts) provided potential causes for the jumpy impedances. Ts provided reprogramming options. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).